Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14 mar 2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 20 sep 2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five hours post implant of a leadless implantable pulse generator (ipg) the patient experienced syncope and atrial fibrillation (af). An echo cardiograph was performed and pericardial effusion was noted. It was also reported the patient's blood pressure fell and they experienced cardiac tamponade. Surgical drainage was performed. The device remains in use. No further patient complications have been reported as a result of this event.